Manufacturer narrative:
Although requested, medical records were never received. Should add'l relevant info be made available, a supplemental medwatch will be submitted. The actual device was returned to the MFR for physical evaluation and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
The post market surveillance department has requested medical records for the reported event. The plant investigation is in progress. A supplemental medwatch report will be submitted .

Event description:
A technical manager (tm) reported an unspecified number of patients experienced hypotension, cramping, and nausea while using the product during hemodialysis. According to the intake information, once the patient changed back to ther usual acid concentrate, the symptoms stopped. According to information provided by the clinical coordinator (cc), the facility was performing a "trial" of the citrasate involving a total of fifty patients during various shifts. This began (B)(6) 2015, and stopped (B)(6) 2015 and reportedly was done to see if the patients would have a better clearance of solutes. A log provided by the cc showed a total of 39 patients experienced symptoms including hypotension, cramping and nausea/vomiting. The cc reported the pts were given a normal saline solution bolus of unknown volume an the ultrafiltration was suspended. No hospitalization was reported. All the patients are reportedly continuing hemodialysis using their usual acid concentrates and are w/out further symptoms. All of the product was used; therefore, no sample is available. Patient identifiers were redacted from the clinic log and, therefore, are unavailable. According to the clinic log, this patient experienced hypotension.